Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-3400-30, serial # (B)(4) description: 30 cm splitter kit.

Event description:
A report was received that during an implant procedure, the two leads would not fit into the splitters. The physician could not align the contacts. The physician spent an extra thirty minutes attempting to re-insert the leads into the splitters. A third splitter was used and worked with only one open contact. The physician noted that this deficiency could have led to a serious adverse event if suitable action had not been taken, intervention had not been made, or circumstances had been less fortunate.

Event description:
A report was received that during an implant procedure, the two leads would not fit into the splitters. The physician could not align the contacts. The physician spent an extra thirty minutes attempting to re-insert the leads into the splitters. A third splitter was used and worked with only one open contact. The physician noted that this deficiency could have led to a serious adverse event if suitable action had not been taken, intervention had not been made, or circumstances had been less fortunate.

Manufacturer narrative:
Update to initial MDR in fields: additional suspect medical device components involved in the event: model # sc-3400-30 serial # (B)(4) description: 30 cm splitter kit additional information was received that the patient was reportedly doing well and receiving adequate coverage. Serial number (B)(4): the devices passed electrical, mechanical, photographic and visual inspection tests. The setscrew condition was normal. No anomalies were found in connector block assembly of the device through x-ray and borescope inspection. The test leads were successfully inserted inside the connector block of the splitter without any difficulty. All impedance readings were within normal range. The devices exhibited normal device characteristics. Additional information was received clarifying that what was meant by the physician noting that the event could have led to a serious adverse event was that there was no connection to the implant therefore the patient could not be programmed. Removing the splitters and replacing them with working splitters means the patient receives benefit.